Event description:
Brush heads...slip off - oral-b [device breakage] brush heads...no longer fit on the hand piece...fit so loosely/wiggles - oral-b [device connection issue] case narrative: consumer via e-mail stated that their oral-b toothbrush heads no longer fit on the oral-b toothbrush hand piece and that they fit so loosely that they just slip off while brushing. No injury was reported. (B)(6) 2023 case update: the concomitant product lot for oral-b power oral care refills sensitive clean eb60 brush set was i8343. No injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the concomitant product (oral-b power oral care refills sensitive clean eb60 brush set) was updated to oral-b power oral care refills sensitive clean eb17s. No injury was reported.

Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads...slip off - oral-b [device breakage] brush heads...no longer fit on the hand piece...fit so loosely/wiggles - oral-b [device connection issue] case narrative: consumer via e-mail stated that their oral-b toothbrush heads no longer fit on the oral-b toothbrush hand piece and that they fit so loosely that they just slip off while brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.